Event description:
A cryoablation procedure was performed in (B)(6) using the arctic front catheter. During the last ablation, the cryoconsole showed system notice error 50005 (the safety system has detected fluid in the catheter and stopped the injection) followed by system notice error 50007 (the safety system has detected fluid in the console; the system is inoperable).

Manufacturer narrative:
The device involved in this event is similar to the arctic front cardiac cryoablation catheter marketed in the us. The product was returned and investigated as follows: visual inspection showed the presence of blood in the catheter. Functional tests were performed: pressure test revealed a leak through the guide wire lumen. Dissection showed a guide wire lumen partial snapping at the coil, located in the area beneath the balloon. However, the balloon integrity was intact with no breach. This triggered the fail-safe system and stopped the injection.